Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 06/11/2009 and 06/29/2009 by phone, fax, and mail. A complete questionnaire was received on 06/30/2009. This report was mailed to FDA on: 07/09/2009.

Event description:
A consumer reported experiencing eye irritation, pain, and double vision following intraocular lens (iol) implant surgery. In the surgeon's opinion, the device did not cause/contribute to the events which will resolve with treatment.